Event description:
It was reported by service report that when the bed went past its low limit the drive screw broke the unipan cover causing potential sharp edges. No pt involvement or adverse consequences were reported.